Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned therefore a conclusion cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the customer stated leak test wasn't being performed on the rhino-laryngo videoscope, and they were not fully immersing the scopes in detergent solution during manual cleaning, reusing the same detergent solution throughout the day and not fully immersing scopes in disinfectant solution. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.